Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by a patient that the needle mechanism deployed prematurely before the pod was applied.

Manufacturer narrative:
The pod was received with the cannula deployed. Pod download data revealed that it completed first and second priming. No issues were found in the device that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined.